Event description:
The reporter indicated that a follow-up visit, the device was reprogrammed to aai 4.1 v..75 msec output. The patient inadvertently hit the stat vvi button. The operator recognized this and reprogrammed to aai 4.1 and .75. At this point, a stimualtion threshold test was performed. The device would not decrement below 4.1 v. The test had to be manually terminated.